Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file request for the patient was requested to rule out pump thrombosis due to elevated lactate dehydrogenase (ldh). The log captured a no external power event on (B)(6) 2020 which appears to have been the result of the patient simultaneously disconnecting power from both controller leads. The log also noted a single manual speed change on (B)(6) 2020 from 5600 rpms to 5700 rpms. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus could not be confirmed as no product was returned for evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that log files were submitted to rule out pump thrombosis due to elevated lactate dehydrogenase (ldh). Review of the submitted log files revealed no atypical events or alarms associated with the pump. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the files. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) list pump thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Furthermore, this document instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow, and to address both as needed. No further information was provided. The manufacturer is closing the file on this event.